Manufacturer narrative:
(B)(4)

Event description:
It was reported that the stimulation was in the wrong location following a fall. The pt fell during vacation and the implantable neurostimulator (ins) site was swollen and felt warm. The pt was to see the dr on (B)(6) 2010. The pt's status was unk. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2010-08307